Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During af pvi procedure, a cardiac tamponade occurred. There was a sudden increase of impedance detected by the catheter when performing ablation in the intersection of the left superior pulmonary vein and the left atrial appendage. Before ablating in the next location, fluoroscopy showed poor contraction of the heart. A transthoracic echocardiogram (tte) confirmed a cardiac tamponade had occurred. A pericardiocentesis was performed to drain the blood from the pericardium. The procedure was unable to be completed. The patient is currently in stable condition. There were no performance issues with any abbott device.